Event description:
Complainant alleged that during functional testing, the medic received a shock from the ECG cable connector. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device has not been received for evaluation, and this complaint is still under investigation.